Event description:
It was reported that the deep brain stimulation (dbs) patient experienced a loss of stimulation and difficulty charging the implantable pulse generator (ipg) which resulted in a return of their pre-implant rigidity and bradykinesia. It was noted that these issues began following a non-device related fall that required an emergency craniotomy where a plasma blade was used. The patient underwent a revision procedure wherein the ipg was replaced. The patient did well postoperatively, and therapy was restored. The explanted ipg was discarded by the facility; therefore, physical analysis could not be conducted in our laboratory.